Event description:
According to the report, bioglue was used in a total arch replacement surgery for acute aortic dissection. Bioglue was applied to the proximal and distal false lumens and suture lines. Approximately one year later, a CT scan demonstrated that an aortic aneurysm around the distal anastomosis had developed and ruptured and thrombus had formed. The surgeon believes that the aortic aneurysm had formed approximately 2-3 cm from the distal anastomosis. Re-operation was performed. The surgeon was unable to determine if the reported event was due to the use of bioglue or the patient's fragile tissue.

Manufacturer narrative:
According to the report, bioglue (bg3510-5-j, lot unknown) was used in total arch replacement surgery for acute aortic dissection on (B)(6) 2012. And it was applied to proximal and distal false lumen and suture line. About one year later, CT scan showed that an aortic aneurysm around the distal anastomosis site has burst and thrombus had been formed. The surgeon stated that the amount of the applied bioglue was the proper quantity (2 pieces), bioglue was used with great caution such as priming and protection of wet gauze, and bioglue was applied to the original aorta from the distal anastomosis to about 3 cm for hemostasis or aorta reinforcing. The surgeon said that it is difficult to determine if this event was caused by "applied bioglue on the aorta" or "patient tissue fragility." The lot number of bioglue used in the case associated with complaint (B)(4) is not known. The distributor provided the lot numbers (11mjx013, 11mjx014, 11mjx015, 11mjx016, 11mjx017, and 11mjx018) provided to the hospital in the three month period prior to the surgery in which bioglue was used. Due to the number of lots provided, a review of the associated dhrs is not feasible or warranted. However, a review of previous complaints for these lots was performed and two complaints (complaints (B)(4)) were identified. Of these complaints, the lot number was only definitively known in complaint (B)(4) (11mjx018). A review of manufacturing records was performed for possible lot number 11mjx018 during the investigation of complaint (B)(4) and no issues were reported during manufacturing, the records were complete, accurate, and fully approved, and there were no findings to suggest that bioglue contributed to the reported event. A clinical and medical review was performed and based on the information available at the time of this report a definitive conclusion cannot be drawn regarding the cause of the aortic aneurysm observed in this patient. Given that the surgeon applied bioglue to reinforce the native aorta and commented that "it is difficult to determine if this event was caused by 'applied bioglue on the aorta' or 'patient tissue fragility,'"it is possible that the tissue was too weak and friable to be safely salvaged through reinforcement and may have benefited from replacement. Aneurysm was the term used in the report instead of pseudoaneurysm. This implies that tissue is of poor quality and loss of elasticity in the media of the aorta. That is naturally what happens in an aortic aneurysm. While bioglue cannot be ruled out as a contributing factor, it is more likely that the condition of the patient's tissue is the primary contributor to the observed event. Field assurance will continue to monitor similar complaints to determine if additional action is warranted; however, additional action is not warranted at this time.

Event description:
According to the report, bioglue was used in a total arch replacement surgery for acute aortic dissection. Bioglue was applied to the proximal and distal false lumens and suture lines. Approximately one year later, a CT scan demonstrated that an aortic aneurysm around the distal anastomosis had developed and ruptured and thrombus had formed. The surgeon believes that the aortic aneurysm had formed approximately 2-3 cm from the distal anastomosis. Re-operation was performed. The surgeon was unable to determine if the reported event was due to the use of bioglue or the patient's fragile tissue.

Manufacturer narrative:
Cryolife has initiated an investigation and is attempting to obtain additional information. The results of the investigation and any additional information obtained will be provided in a follow-up report.